Event description:
It was reported that the bd ultra-fine pen needle had mix product in a pack. The following was received from the initial reporter: a patient returned the package to the pharmacy stating that it contained mixed needles in two different sizes. The offending package was returned to us. It was sealed with an adhesive tesa tape and contains 132 needles, of which 72 pc 4mm needles and 62 pc 6mm needles.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report MDR pr# 9335030 was sent in error. Complaint captured under report MDR pr# 8981377 MFR#9616656-2023-01076. MFR#: 9616656-2023-01235 is void as a result.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine pen needle had mix product in a pack. The following was received from the initial reporter: a patient returned the package to the pharmacy stating that it contained mixed needles in two different sizes. The offending package was returned to us. It was sealed with an adhesive tesa tape and contains 132 needles, of which 72 pc 4mm needles and 62 pc 6mm needles.